Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear, loosening, and osteolysis as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
Legal case - (B)(6). As reported via legal document, on (B)(6) 2015, patient underwent a left knee replacement surgery and was implanted with an optetrak device. Due to worsening pain and swelling, patient underwent a left knee replacement revision surgery on (B)(6) 2022, approximately 7 years 8 months after initial knee replacement. During the revision surgery, the patient's orthopedic surgeon stated that the polyethylene liner had delamination and there were large but contained osteolytic indicators in the proximal tibia and behind the femoral component. Upon information and belief, the loose components and osteolysis were due to premature polyethylene wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. No ebi info could be found.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.